Event description:
Device returned to manufacturer for analysis with report of "rollers not working - patient did not want a replacement." Follow up with hcp revealed patient never experienced symptoms that were identifiable as drug withdrawal. Patient elected to use oral meds prior to explant and had normal saline put in the pump for a few months. Hcp found volume discrepancy at last refill of normal saline so elected to remove pump.